Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: b3, g2 h3 summary evaluation: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the flange was separated from the tube and both holes of the tube presented damage. A dimensional test was performed. The diameters and depths of the left and right holes, as well as the flange's left and right pins, were all measured, and all readings were within specifications. It was reported that during use, the tracheostomy tube broke into two separate pieces. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine (29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician. If you feel resistance when inserting the disposable inner cannula (dic) past the fenestration, do not force the inner cannula through the cannula. Notify your health care provider immediately. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the tracheostomy tube broke into two separate pieces. Flange separated from outer part of trach tube. New tube re-cannulated, secured with both velcro ties and twill ties, and then appropriately restrained.